Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed on the device and there is some tissue build up. The ptfe pad (tissue pad) was inspected and found it partial split in cross direction metal not exposed. There were also charred marks observed on the teflon pad. The probe of the device was found to be broken off. The broken portion of the probe unit measured approximately 14mm. The broken probe portion was not returned for evaluation. The device was attached to the test usg-400/esg-400 and during activation an u509 (probe damage) error code displayed on the generator. Based on the similar reported events, the cause for the broken probe is attributed to the probe coming into contact with a hard or metallic surface during activation. The cause for the damage on the teflon pad is attributed to no tissue or insufficient tissue between the probe and jaw when the device is activated. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a laparoscopic supracervical hysterectomy (lsh) procedure, the teflon pad on the grasping section of two devices prematurely peeled off. It is unknown if there is metal exposed. It was reported that no device fragment fell into the patient. The intended procedure was completed with a different device. There was no patient injury reported. This is report 2 of 2.